Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a nav-ring issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the device's settings would automatically change when they were activated. The rse advised the customer that they would be contacted for remediation.

Manufacturer narrative:
H10: a philips service engineer (se) replaced the front bezel to resolve the issue. The device was returned to service with no restrictions to usage.